Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - the poly was exchanged due to an infected knee; no problem with the inplant.